Manufacturer narrative:
Other applicable components are: product ID: 37085-60, serial# (B)(4), product type: extension. Product ID: 37085-60, serial# (B)(4), product type: extension. (B)(4). Please see also MFR. Report no. 3007566237-2016-00947, as it is unclear which extension is at issue.

Event description:
A health care provider (hcp) reported via a manufacturing representative that the patient had a return of symptoms and they lost therapy. Impedances were checked and they were found to be high. A revision was done. During the revision, the hcp found the extension was broken in the implantable neurostimulator (ins) at the connection between the ins and extension. The ins and extension were explanted. The issue was not resolved at the time of this report. The patient was alive with no injury.

Manufacturer narrative:
Device evaluation: analysis of extension (B)(4) found ¿the proximal end of the extension was stuck in the #0-7 connector port [of the ins] when received for analysis. The segment was able to be removed.¿ additionally, ¿setscrew impressions were observed on the #1 connector sleeve, indicating the extension was not completely inserted in the ins connector port.¿ furthermore, ¿setscrew impressions were too proximal on the #0 connector sleeve, indicating the extension was not completely inserted in the ins connector port.¿ it was noted that a known good extension was able to be inserted into both connector ports without any difficulty. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Further analysis of the extension (s/n (B)(4)) found the #0 connector was severely crushed (ins setscrew impression) near where the conductors broke. The proximal end connector was crushed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.